Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk. What was the texture? Unk. Are there any photos of the foreign matter available? No. Is it possible that the foreign material fell into packaging upon opening of device? No, because the foreign material was inside the device. Was the product seal on the foil still intact when the package was opened? Unk. Can you identify the lot number of the product that was used? Unk. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown respiratory procedure on an unknown date in 2024 and topical skin adhesive was used. During use, there was something that looked like a foreign matter in the fluid of the adhesive, so the product was not used and another one was taken out. The operation time was no extension. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.